Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Per the medical report received regarding filter retrieval procedure : "an amplatz wire was advanced into the inferior vena cava and right common iliac vein. The tract was serially dilated and a 14fr x 45cm cook sheath was advanced into the inferior vena cava. An inferior vena cavogram was then performed. The sheath was advanced to just above the apex of the filter. Rigid forceps were placed through the sheath. The embedded apex was gently dissected free from the caval wall and then engaged by the forceps and the sheath was advanced over the apex of the filter. The forceps were removed and a tri-lobed snare was advanced through the sheath and used to capture the filter hook. After applying 4-6lbs of tension, the sheath could not advance past the mid portion of the filter, and the sheath began to deform." All sheaths and wires were removed and manual pressure was held to achieve hemostasis. The access site on the right neck was then closed with 4-0 monocryl, dermabond, and a steri-strip. The patient tolerated the procedure well, and there were no immediate complications."

Manufacturer narrative:
Refer to associated medwatch report 1820334-2016-01555 pertaining to difficult filter retrieval encountered during the procedure. (B)(4). Investigation - evaluation: a review of the drawings, documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. No photographs of the failure were provided for review. As the lot number for the complaint device is unknown, a representative device could not be obtained. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. The information provided suggests that the filter was difficult to collapse, and the sheath was not able to advance past the mid portion of the filter as it was embedded in the caval wall. Several attempts were made to retrieve the filter using multiple sheaths; however, the filter was only able to be retrieved after the tissues around it were ablated. Based on the information provided, no product returned, and the results of our investigation, the root cause for this event can be attributed to patient condition. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.